Event description:
It was reported that the patient's seizure picked up in frequency. Last time the patient was seen in clinic, they were having 5-7 seizures per week, but now they are 5-12 seizures per day. Physician noted that testing of the device showed it was working fine. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's physician later reported that not all the events are believed to be epileptic seizures, some are behavioral. Patient has had fluctuation of frequency for years that are likely a natural event of his epilepsy. In 2021, they had an emu where some of the activity seemed non-epileptic. No other relevant information has been received to date.